Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one straight-tip guidewire and two ultrasound images were provided for evaluation. Gross visual, microscopic and dimensional evaluation were performed. The two ultrasound images are identical. Both display a foreign body, presumably the retained guidewire segment, within the patient¿s right internal jugular vein. Under microscopic observation, the guidewire was noted to have two uncoiled and stretched areas on the distal end. The round core wire was noted to be protruding the uncoiled area of the guidewire. The flat core wire was noted to have a complete break on the distal end. Therefore, the investigation is confirmed for the reported fracture, material separation and identified stretched and unraveled material. However, the investigation is inconclusive for the reported difficult to remove issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2024), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, resistance was received when pulling the guidewire back. It was further reported that a piece of the guidewire allegedly broke off in the right internal jugular vein, and the small piece was left behind in the patient. Reportedly, the decision was made to leave the fragment in for the patient's health. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, resistance was received when pulling the guidewire back. It was further reported that a piece of the guidewire allegedly broke off in the right internal jugular vein, and the small piece was left behind in the patient. Reportedly, the decision was made to leave the fragment in for the patient's health. The current status of the patient is unknown.